Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only

Event description:
The customer reported that a hemodynamically unstable patient who was dopamine dependent was transported to the micu following events involving 2 unrelated pump modules. The user immediately switched to another (3rd) device which alarmed for channel disconnect during a dopamine infusion without any physical contact with the device having occurred. The user switched to a fourth module with the patient becoming more hypotensive in the interim due to lack of vasopressor support. No lasting effect was reported. The facility biomed examined the devices and found some residue on the female iui connectors but no significant corrosion on the male connectors. Conflicting information was received regarding whether 1 or 2 disconnect events occurred.

Manufacturer narrative:
The customer¿s report of a channel disconnect was confirmed. Analysis of the pcu event log shows that at 11:25 pm on (B)(6) 2017, the pump module was programmed to infuse drugid 293 at a rate of 22.7ml/hr with a vtbi of 120ml. The infusion continued until 11:31 pm when a channel disconnect occurred due to a loss of power; the device was re-added to the system. The log shows the device being removed and re-added twice more at 11:43 pm. At 11:46 pm, the user restored and started the previous infusion at 22.7ml/hr. At 11:47 pm, a channel disconnect occurred due to a loss of power and the device was removed and was re-added to the system. The log shows the device being removed and re-added three more times between 11:52 pm on (B)(6) 2017 and 1:17 am on (B)(6) 2017. At 2:38 am, the device was channeled off and the system was shut down and powered off. The root cause of the channel disconnect was not identified. No device was returned for investigation.